Manufacturer narrative:
Investigation: per customer, the fluids hanging were acda and 0.9% normal saline (ns).5% albumin is used as the replacement fluid and the interface was in the correct position. The customer stated that blood prime unit was diluted according to their protocol. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. The signals in the rdf indicated that r/g ratio for a normal run is 1.5. The run data file confirmed that the r/g ratio for this procedure was above 1.5, the target high for the rbc detector alarm, the entire procedure. As soon as the procedure started, while the disposable was filled with the custom prime rbc, the r/g ratio was at 2 and held there for a couple minutes before it dropped a touch below 1.5, and then immediately rose back up above the 1.5 target high value. The r/g ratio was above the alarm threshold for the majority of the procedure. Rdf confirmed that there were 'cells detected in plasma line in centrifuge alarms', which is triggered when the r/g ratio is above 1.5, indicating red blood cells (or hemolysis) in the line immediately upon startup of the procedure. The hct entered at the beginning of the procedure was 38%. The total run time from start run to end run was approximately 34 minutes, 27 minutes were spent on pause while the operator investigated the alarm. It was not communicated exactly when the operator noticed the pink plasma. There were no low inlet pressure and high return pressure alarms during this procedure. The r/g ratio was abnormally high upon the start of the procedure when the custom prime blood was still in the cassette. Once running and the patient blood entered the cassette, ther/g ratio dropped slightly and rose back to the abnormally high level immediately. The hemolysis and pink color in the plasma can most likely be attributed to an unknown factor in the custom prime unit. Another tpe procedure was completed right after the operator ended this run with the same patient. The next procedure used solely albumin for the custom prime. There were no 'cells detected in plasma line in centrifuge alarms' and the procedure was completed successfully. Another possible cause of the r/g ratio being abnormally high is an rbc detector that needs attention. However, the subsequent procedure was completed successfully without incident, indicating the rbc detector was functioning properly. A service call was placed and service technician performed an auto-test and saline run successfully on the device. The service technician verified that the machine functioned as per the manufacturer's specifications. Based on the available evidence, it is concluded that spectra optia performed as intended and there was no machine malfunction. Root cause: a definitive root cause could not be determined. Possible root causes include but are not limited to: hemolysis due to a pharmacy error in the custom prime rbc unit diluted with 5% albumin . Hemolysis due to using rbc blood prime unit with high viscosity resulting in rbc exposed to high pressures.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure, they received a ¿cells detected in the plasma line from centrifuge¿ alarm and noted pink tinge in the plasma that they described as hemolysis. The customer stated that prior to connecting the patient they performed a blood prime diluted with 5% albumin. The tbct customer support suggested the operator to notify the physician about the use of blood prime unit diluted with 5% albumin and hct 40% since no exchange of replacement fluid was started. During subsequent follow-up with the customer, the operator confirmed that after notifying the physician a decision was made to stop the procedure and to start with another disposable set using only albumin for the custom prime. The physician ordered a complete blood count (cbc) and a smear on the patient. Per customer,the patient is reported in the stable condition. The customer declined to provide the patient's identifier (ID). The spectra optia exchange set is not available for return because it was discarded by the customer.